Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Initial report inadvertently listed wrong serial number.

Event description:
The programming tablet was received for analysis. Analysis of the tablet was completed on (B)(6) 2014. The cause for the reported complaint is associated with a broken wire connection in the serial cable db9 hood assembly. Once the wire was soldered on to the pcb, no further anomalies associated with the tablet performance were noted during testing using the ac adapter or the main battery with a full charge.

Event description:
It was reported that the physician's tablet produced a message "unable to open port" when attempting to interrogate multiple patient's devices. It was reported that the physician's other tablet successfully interrogated the patient's generators with the same wand indicating that the tablet is the problem. It was reported that 15 seconds were waited prior to use of the tablet and it was felt there was another problem with the tablet. A new programming tablet was provided to the physician. The tablet is expected to be returned for analysis, but has not been received to date.